Manufacturer narrative:
N/a

Event description:
The following has been reported: any installed sets consistently yield the air bubble' message, with no following purge/bolus function possible." Per customer; "this pump was repeatedly shut down, restarted and used several bubble-free charged lines to rule out air as a cause. Results are consistent. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the pump was repeatedly shut down, restarted and used several bubble-free charged lines to rule out air as a cause. It was confirmed by a photo. Despite several requests for part return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of the reported issue could be linked to a defective air sensor but cannot be confirmed. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that a CAPA is open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety (during training)" this complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.